Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down. Event timing and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
A company representative provided additional information indicating that the facility has had problems with power failures, and the device turned off directly because the internal battery did not hold the charge.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) - [abnormal system shutdown] in the event log. The company service representative noted the reported event could be replicated. The battery was replaced and the issue was resolved. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming battery. The manufacturer internal reference number is: (B)(4).